Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd luer-lok¿ 1-ml syringe leakage occurred after difficult connection. There was no report of patient impact. The following information was provided by the initial reporter: material no.: 309628 batch no.: 1281134. It was reported that the luer lock seal causes syringes to leak.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd luer-lok¿ 1-ml syringe leakage occurred after difficult connection. There was no report of patient impact. The following information was provided by the initial reporter: material no.: 309628 batch no.: 1281134. It was reported that the luer lock seal causes syringes to leak.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 29-mar-2022. H6: investigation summary: two samples in sealed packaging from batch 1281134 were received for evaluation by our quality team. A visual inspection was performed and no defects were observed. Leak test was performed, both sample passed leak test. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed and a probable root cause could not be determined. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported while using bd luer-lok¿ 1-ml syringe leakage occurred after difficult connection. There was no report of patient impact. The following information was provided by the initial reporter: material no.: 309628 batch no.: 1281134 it was reported that the luer lock seal causes syringes to leak.